Event description:
At the start of a plasma collection procedure when the operator released hemostat clamps on donor tubing. Some air was infused back to the donor. The donor complained of chest pains, was transported to hosp and later discharged without further treatment or adverse reactions.